Manufacturer narrative:
Results: out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator alarmed and went vent inop while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the customer contacted the manufacturer to report the device event. The customer did not provide any followup information or request for service. The customer has been contacted to obtain further information regarding resolution of the reported problem and no response has been received.